Manufacturer narrative:
Should additional information become available a supplemental record will be filed

Event description:
The aide within the facility states that the lift will not keep a patient in the air. She states the hydraulic pump isn't working.